Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4).

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a tvm (transvaginal mesh) procedure performed on (B)(6) 2022. During the procedure, it was noted that the cage did not catch the dart during deployment inside the patient. After repeating several times, the dart detached from the suture and was left inside the patient. There was an attempt made to remove the dart from the patient, but it remains in the patient's body. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.